Manufacturer narrative:
(B)(4). The medtronic service engineer was not authorized by the customer to repair the ventilator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated an error which rendered the graphical user interface (gui) display inoperable. The ventilator was not in use on a patient at the time of the event.